Event description:
I started using the fascia blaster in (B)(6) 2016. In (B)(6) I started not being able to go to sleep and then the itching started and fatigue and weight gain. And rash I gained 25 pounds in my blood work is high and I've been told I've got fatty liver disease which I never had prior to using the fascia blaster by (B)(6). And now I'm waiting to get into a rheumatologist he referred me to cause he believes I possible could have autoimmune disease. I have lost all my energy, my body is so torn up from the itching, my stomach is so bloated, I've got non stop ringing in my ears and my eyesight has gotten bad, the bottom of my feet burn where I used the blaster to try and get rid of my bunion.